Event description:
The customer reported there is no image on monitors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. (B)(4).